Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, using a medtronic guidewire, the left ventricle was perforated by the guidewire. Multiple attempts were made to stop the bleeding; the patient was converted to an open surgical procedure, but the physician was unable to stop the bleeding and the patient died in the operating room. It is unknown whether an autopsy was performed.